Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a saline leak occurred. Vascular access was obtained via the radial artery. The de-novo target lesion was located in mildly tortuous and moderately calcified left anterior descending artery with a significant bend of 45-90 degrees. The lesion was pre-dilated. This 1.50mm rotalink burr was selected, resistance was noted during insertion. When the physician opened the transfusion system switch, the sheath of the rotalink burr was leaking saline. The burr was removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a saline leak occurred. Vascular access was obtained via the radial artery. The de-novo target lesion was located in mildly tortuous and moderately calcified left anterior descending artery with a significant bend of 45-90 degrees. The lesion was pre-dilated. This 1.50mm rotalink burr was selected, resistance was noted during insertion. When the physician opened the transfusion system switch, the sheath of the rotalink burr was leaking saline. The burr was removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned complaint device revealed no visual issues on initial examination of the complaint unit. The burr unit was attached to a test advancer unit. A tug test and connect/disconnect test were performed to examine the integrity of the connection. No issues were noted with the unit¿s handshake connector during the connection of the device. The rotablator unit was wire guided using a control guide wire. No issues were noted during the wire guiding of the device. The burr unit was attached to a test advancer unit. An attempt was made to wet tested the rotablator unit. It was noted that the catheter sheath was leaking approximately 21.6cm from the strain relief. A pin hole was evident where the catheter sheath was leaking. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is user/use error. The dfu states that "if the hemostasis valve is tightened excessively, it can crush the sheath around the drive shaft and cause permanent damage to the rotalink catheter. The hemostasis valve should be closed just tight enough to prevent blood loss, but still allow the rotalink sheath to slide through the valve." (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).